Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined as the logs were not received. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Already reported codes b17, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. The software and hardware worked as intended. The system's main cart wiring looked as expected. There were no issues noted and the system functioned as intended. H6: codes b01, c19, and d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was having trouble "connecting" (no further information given) as well as booting to a black screen. There was no patient involvement. Additional information was received. It was reported that the system was booted up and moved into room. The surgeon loaded images, merged them, registered patient, and was in navigation when the main cart screen lost video and only showed a black screen. At the same time, the camera cart screen displayed a "connecting to message. A hard reboot resolved the issue, but the same issue occurred 4 times during the surgery. A manufacturer representative (rep) arrived onsite and attempted to replicate the issue but was unable to do so. The rep had the system on for an hour before contacting technical services (ts) and did not see either screen lose display for any period of time. During call with ts, the rep confirmed that the interconnect cable was not loose. The rep removed the back cover of main cart and took a photo of back of computer. The rep confirmed that the status of lights on the back of the computer were as expected. The rep and ts verified connections and the rep wiggled displayport (dp)-to-minidp cable to attempt to replicate issue but was unsuccessful. After troubleshooting and being unable to replicate issue, ts believed the initial issue was caused by a loose dp-to-minidp cable. Contradicting information regarding patient presence was received. It was stated that there was no patient involvement, yet it was also reported that the issue occurred after patient registration.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0:- h2) please see the additional codes section for new annex g code and new annex f code as well as section b5 for further additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The procedure being performed was a craniotomy for tumor resection. The event occurred intra-operatively. There was no surgical delay, after rebooting a few times, the site was able to complete the case. No known impact to patient outcome.